Event description:
On passing the tavr prosthesis through the e-sheath, the prosthesis abruptly met stiff resistance at the tip of e-sheath (unclear mechanism; tip of e-sheath was found to be split/frayed upon removal). This resulted in the amplatzer extra stiff coming out of the lv. The tavr prosthesis did go through the e-sheath but it was decided to remove sheath and valve en block because passing back into the lv with wire would be highly challenging especially in light of this patient's as anatomy, and also because there was concern some sheath material could be on the tavr prosthesis. The tavr prosthesis was pulled into end of e-sheath to remove from body; the e-sheath came out but the tavr valve did not pass through cfa arteriotomy. Thus vascular surgery called to perform surgical cutdown and removal of first prosthesis, followed by placement of new e-sheath over same wire and through same arteriotomy. This was followed by successful tavr and surgical closure of incision in r cfa-eia. Angiogram showed good flow down r iliofemoral system without significant stenosis and no extravasation. Perclose achieved good hemostasis of lfa. FDA safety report ID# (B)(4).